Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in patient's left eye on (B)(6) 2011. The lens was explanted on 10/12/2012 due to excessive vault associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. On patient's last visit, ucva was 20/25. See MFR # 203826-2013-00046 for right eye.